Event description:
On (B)(6) 2013, the reporter contacted animas stating on (B)(6) 2013, the patient experienced a blood glucose (bg) value of 22.5mmol/l with large ketones was in diabetic ketoacidosis (dka) and hospitalized. The patient reportedly was treated at the hospital via insulin drip. The reporter stated the patient had alcohol on the day of the reported event and thought that the patient's bg excursion might have been due to this. The reporter stated that the patient was having personal issues and was not taking care of his diabetes like he should have. Customer support (cs) reviewed the pump with the patient and no delivery issues were noted with the pump. The pump time was noted to be off by 50 minutes on (B)(6) 2013 and 30 minutes off on (B)(6) 2013. Cs followed up with the reporter on (B)(4) 2013 concerning the reported time issue and the reporter stated the time issue had nothing to do with a pump defect. There was no indication of a pump malfunction or that the pump was a contributing factor to the reported bg event. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg excursion as the patient was not maintaining his diabetes appropriately due to reasons unknown.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/23/2015-correction to suspect medical device serial #.